Event description:
It was reported that patient underwent a procedure utilizing a flexible ulna reamer on (B) (6) 2010. During the procedure, a piece of the component fractured off in the patient's ulna. There was a delay of approximately one hour while surgeon retrieved the fractured portion. No further information has been received to date.

Manufacturer narrative:
Information reported that component was purchased as part of a set in 2002.evaluation of the returned component found that it fractured in the middle. The distal cutter portion has scratches and wear marks and the shaft is bent approximately five degrees at the distal radial groove. It is unknown if the scratches are due to wear or removal of the instrument. The fracture surface shows the surface has been abraded post-fracture, possibly from removal attempts. This damage obscures fracture artifacts that could point to possible causes.the proximal drive hub portion has scratches and wear marks. The shaft is bent approximately five degrees at the proximal radial groove. The fracture surface and surface artifacts suggest the fracture initiated at a surface artifact and propagated in fatigue but failed under a catastrophic overload.(B) (4)